Event description:
The complaint is reported as: called by rn caring for patient as noticed leaking from the PICC. On examination PICC severed/leaking above blue junction hub, extensive kinking visible despite trimmed with minimal external length. PICC removed and IV line inserted. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: called by rn caring for patient as noticed leaking from the PICC. On examination PICC severed/leaking above blue junction hub, extensive kinking visible despite trimmed with minimal external length. PICC removed and IV line inserted. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one PICC catheter for analysis. Signs-of-use in the form of biological material was observed inside the catheter body. It was also noted that a portion of the catheter body was severed. This severed end was not returned with the sample. After failing functional testing (see below), a small hole was observed in the catheter body directly adjacent to the juncture hub. Microscopic examination confirmed the defect. It was also noted that the catheter body was kinked in several locations, including the area adjacent to where the hole was discovered. The appearance of the kinking appears consistent with damage due to clamping/suturing the catheter body. The catheter body length measured 17.1875" which indicates that at least 2.3125"-2.8125" of the catheter body was severed and not returned for analysis (per the catheter graphic). The catheter body outer diameter measured .0700" which is within the specification limits of .0660"-.0710" per the catheter extrusion graphic. With the distal end of the catheter body occluded, a lab inventory syringe filled with water was attached to both extension lines and flushed. When the distal line was pressurized, a small leak was observed directly at the connection point between the catheter body and the distal end of the juncture hub. No defects or anomalies were observed when pressurizing the proximal extension line. Performed per IFU statement "attach pre-filled saline syringe, if provided, or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place". A manual tug test confirmed that the catheter body was secure within the juncture hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking catheter body was confirmed through complaint investigation. Visual and functional testing revealed that the catheter body contained a hole directly adjacent to the juncture hub. It was also noted that the catheter body was kinked directly adjacent to the hole. The appearance of the kinking seems consistent with damage due to clamping/suturing the catheter body. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the defect was observed during use and the condition of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: called by rn caring for patient as noticed leaking from the PICC. On examination PICC severed/leaking above blue junction hub, extensive kinking visible despite trimmed with minimal external length. PICC removed and IV line inserted. No patient injury reported. The patient's condition is reported as fine.